Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and re-booted, it passed. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced no audio alert and an adverse event. Patient reported that she experienced a hypoglycemic event during a sensor session. Patient did not lose consciousness, but was feeling tired, sluggish and lethargic. Patient's husband took patient to the emergency room (ER). Patient was treated with glucagon and juice. Patient spent five (5) hours in the emergency room until her blood sugar (bg) returned to normal. Patient stated that her continuous glucose monitor (cgm) did not give an audible alert. Additionally, the patient tested the receiver's alerts and they worked. At the time of contact, patient is normal. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.